Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that during surgery the device cuts skin unevenly. The customer returned a meshgraft ii device, serial number (B)(4) for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was uneven working and intermittently working and the cutter, roller, side plates, screw, and ratchet gear were replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on (B)(6) 2018 revealed that the calibration was out of specifications. The cutter, roller, side plates, handle, gear, screw, sliding pin, and spring all failed visual inspection. Repair of the meshgraft ii was performed by medicrea on (B)(6) 2018 which included replacement of the cutter, side plates, roller, handle, ratchet gear, screw, sliding pin, and spring. Meshgraft ii, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the calibration was out of specification which could cause an uneven skin graft. The case if the device cutting unevenly was due to the device being out of calibration. The root cause of the device cutting unevenly could not be determined with the provided information since it is unknown how the calibration became out of specification. The issue was resolved with the recalibration of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the device cuts skin unevenly. No adverse events were reported as a result of this malfunction.